Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab tight over guidewire is confirmed. The returned iab central lumen was found kinked and resistance was noted upon loading the guidewire into the central lumen. The root cause of the kinked central lumen is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the spring-wire guide (swg) during implantation on the patient. As a result, a new catheter was used to complete the treatment. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not pass through the spring-wire guide (swg) during implantation on the patient. As a result, a new catheter was used to complete the treatment. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.